Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Customer stopped insulin delivery and consumed food to address low bg. Customer did not know cause of low bg and declined to upload pump data for tandem technical support to review. Recommendation was made for customer to discuss event with a healthcare provider. Reportedly, customer was using fiasp insulin which was not labeled for use with the pump.